Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. Additionally, the exhaust fan assembly and the micron filter were replaced preventatively, which was not related to the malfunction/issue.